Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # r5c670. Additional information requested but not received: can you please provide more details? Was the device locked on tissue with the jaws closed? If yes, how was the device removed (knife reverse button, manual override, cut from tissue, etc.)? Did the jaws eventually open? Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, echelon would not open. There were no patient consequences reported. No additional information given.